Event description:
On (B)(6) 2008, the pt was implanted with an scs system. On (B)(6) 2010, it was reported that the programmer would not communicate with the ipg, and the pt was sent a replacement programmer and programming wand. On (B)(6) 2010, it was reported that neither the charger or replacement programmer would not communicate with the ipg, and the charging system was replaced. On (B)(6) 2010, it was reported that the replacement programmer and replacement charger would not communicate with the ipg and the ipg would likely be replaced at a later date.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records were reviewed and were found to meet specifications. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.